Event description:
During the evaluation of the returned transfer set for a non-reportable issue, it was noted the occluder feet on the transfer set were broken. Per the affiliate, no pt injury or medical intervention was associated with this incident.